Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited artifact on the atrial channel which appears to be due to interaction with minute ventilation or oversensing of the respiration signal. A review of the stored data identified inappropriate atrial tachycardia response (atr) episodes and varying atrial pacing impedance measurements which had exceeded 2000 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and instructed the caller to program off respiratory related trend (rrt) and perform troubleshooting for the lead. No adverse patient effects were reported.